Manufacturer narrative:
This is one of two products involved with the reported event. The manufacturing reference number for this event is case (B)(4). The manufacturing reference number for the other complaint is (B)(4). The device is expected to be returned for analysis, but it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two powerflex balloons (8x60mm and 9x60mm) have exploded into the patient during a surgery and a small part of one remained inside the patient. There was no injury to the patient.

Manufacturer narrative:
This is one of two products involved with the reported event. The manufacturing reference number for this event is case-2016-00004214-1 (9616099-2016-00754). The manufacturing reference number for the other complaint is case-2016-00004214-2 (9616099-2016-00755).        Complaint conclusion:   two powerflex pro balloons (8x60mm and 9x60mm) have exploded into the patient during a surgery and a small part of one remained inside the patient. There was no injury to the patient.      The device was not returned for analysis. A device history record (DHR) review of lot 17376946 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.     The reported ¿balloon - burst¿ could not be confirmed for the first product as the device was not returned for analysis. The reported ¿balloon burst¿ and ¿balloon ¿ separated - in patient¿ could not be confirmed for the second product as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ also stated in the IFU: ¿if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.